Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "multiple staples were fired while using the stapler on patient". Additional information received states that " neither the distributor nor hospital could confirm how the issue was solved. The distributor confirmed that there was no patient harm or injury reported. Neither the distributor nor hospital could confirm patient's current status".

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jam-multiple staples firing was not confirmed based upon the sample received. The stapler was returned with no staples remaining in the cover block. For this reason, functional testing could not be performed, and the reported complaint could not be confirmed. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "multiple staples were fired while using the stapler on patient". Additional information received states that " neither the distributor nor hospital could confirm how the issue was solved. The distributor confirmed that there was no patient harm or injury reported. Neither the distributor nor hospital could confirm patient's current status".